Event description:
It was reported that the patient received a shock due to oversensing of the right ventricular (rv) lead. It was also reported that the rv lead had a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported that there was high impedance on the superior vena cava (svc) coil. The superior vena cava (svc) coil is still in use.